Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to lead damaged on gore covering and shocking electrode. This right ventricular (rv) lead was never in service. No adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation was confirmed by visual inspection. The distal end of the distal coil was slightly stretched and a gap was noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to lead damaged on gore covering and shocking electrode. This right ventricular (rv) lead was never in service. No adverse patient effects were reported.